Event description:
Additional information was received from the patient. The patient provided weight.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient states she has not been receiving any stimulation since her pacemaker was implanted. The programmer shows stim is off and set to 0.0 v on p3. Patient services reviewed to check with cardiac doctor to make sure it is appropriate to turn stim back on. No further complications were reported or are anticipated. Additional information was received from the patient on 2020-jul-06. In response to the inquiry of what the cause was for the stim being set to 0.0 volts and if it had been turned down for the surgery or if there had been another reason, the patient reported ¿?¿ and that they did not know. The patient reported they called their cardiologist and asked them if they had turned the stimulation down or off when they did the pacemaker implant and the cardiologist said ¿no,¿ that they ¿did not touch the stim.¿ in response to the inquiry for if the patient had been able to successfully turn the stimulation setting back up after consulting with the cardiologist the patient replied ¿no,¿ that they had then contacted a ¿clinic tech¿ from the manufacturer company¿s ¿office¿ for help. The patient stated that they assisted them in turning the stimulation on, noting that the person who helped was ¿terrific¿ and did this by phone. The patient reported that when they saw their urologist they changed ¿channels¿ for stronger stimulation. No further complications were reported at this time.